Event description:
Neuro microscope. Lens, eyepieces and light clear and functional before scope draped with sterile drape for procedure. Scope draped with "genesys microscope drape." After drape with lens attached to drape in place, surgical field was cloudy. It was like looking through fog. Drape changed and new drape applied with same result. Could not get a clear surgical field.